Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was trying to insert a new reservoir into the insulin pump and the device alarmed compromised force sensor system. He didn't know his blood glucose level. The device was not dropped or bumped prior to the a33 alarm occurring. He reported the drive support cap was sticking out but doesn't recall pressing it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He stated he will call back to see if replaces the device. The device is not returning at this time for analysis.